Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient recently saw new healthcare provider (hcp) and since then she had turned stim off. Patient stated during her hcp appointment and during testing and programming, she sat down and screamed because she felt terrible pain, so the hcp turned it to something else. Patient stated when she went home she experienced hurting pain and when she went to bathroom at 3-4 in the morning, she had to drag herself out of bed and when she urinated, it felt like ¿a dog was passed through her urethra¿, with pain down her thighs and she had to crawl hand over hand back to bed. She used her patient programmer (pp) to turn it off. She later changed it back to previous setting and at another time it did not work. Patient stated the shooting pain was not bouncing, hitting any more. Patient noted that on wednesday and thursday she was going to bathroom more and noticed her urine was bright in color. Patient indicated she had urine problems all her life. She saw hcp today who said she probably had a urinary tract infection (uti) all along. Her urine was dark and they prescribed penicillin. Patient stated the hcp messed around and thought they found a program to work, however when she left she felt pulsation like someone was pushing through her urethra, so she went back to hcp and now the implantable stimulator (ins) was turned off. Patient also reported that during her first appointment with hcp, she gave a urine specimen and the toilet was full of feces, so she cleaned it with soap and it overflowed. She told her hcp that she got a uti from their toilet. Patient indicated she has an appointment with hcp in two weeks and they may have a manufacturer representative (rep) at the appointment. Patient would also look for another hcp. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.